Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 03-sep-2025, it was reported that a beta bionics ilet user experienced a charging failure that led to device shutdown and a hyperglycemic episode with a peak blood glucose value of 330 mg/dl. The user reverted to backup insulin therapy with assistance from family members. No outside medical intervention was required.